Manufacturer narrative:
Manufacture evaluation: no - initial evaluation will be conducted by us customer quality. Manufacturing investigation will be requested if deemed necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 04-26-17: surgical delay of 5 minutes reported.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant device: nail (quantity (1) (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it ws reported that during a trochanteric fixation nail (tfn) insertion procedure, the inserter and coupling screw became damaged. The surgeon was not able to fully insert the helical blade as the blade was only able to go half way through the blade guide sleeve then it became stuck. The tip of the inserter was deformed to the point that a helical blade could no longer be connected and the coupling screw is unable to thread to the helical blade due to damage. It is unknown when the damage occured to the inserter rather upon insertion or removal of the blade. There was no damage to the nail. The surgeon was able to use a new helical blade, inserter, and coupling screw to complete the procedure. There was no report of patient harm and surgical delay. There are 3 devices in this complaint concomitant device: nail (quantity 1). This report is 3 of 3 for (B)(4).